Manufacturer narrative:
On (B)(6) 2023, mentor became aware that the patient experienced right side breast abscess. Hence, clinical code "abscess" has been added to field h6 on this form replacing "deformity/ disfigurement". This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 26, 2023, mentor became aware that capsular contracture, nor rupture was confirmed. It was more of an absence found. No capsulectomy or capsulotomy and implants were just removed with no replacements. Coding has been updated under section h accordingly. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; left side baker grade IV. D6b explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent revision breast augmentation with 350cc mentor memorygel xtra breast implant on both sides and experienced bilateral capsular contracture; left side baker grade ii, and right side baker grade IV postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the devices will be explanted on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.